Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheter eyelet was 2/3 the size of the remaining products of the same item number. Patient stated that this larger hole scraped at their urethra and caused bleeding. They were uncomfortable using catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to operator error. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: indications for use: for urological use only single use. Single patient use. Do not reuse do not use if package is open or damaged. Sterilized using ethylene oxide storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: - on latex and red rubber catheters, do not use ointments or lubricants having a petroleum base. They will damage latex. - visually inspect the product for any imperfections or surface deterioration prior to use. - reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristic of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local state and federal laws and regulation. Adverse reactions: urinary tract infection, bleeding from urethra and irritation of the urethra instruction for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheter eyelet was 2/3 the size of the remaining products of the same item number. Patient stated that this larger hole scraped at their urethra and caused bleeding. They were uncomfortable using catheter. No medical intervention was reported. Per follow up information received on 08jul2024, it was reported that the customer ordered their supplies and had received catheters with only one eyelet. Customer stated that they preferred the catheters with two eyelets and made their supplier aware of the issue. Currently customer had received the correct type of catheters and the issue had been resolved. No lot number was reported.